Event description:
Caller states she was unable to test the customer on the advantage system due to an error on the device. Caller was using expired test strips. Customer had low blood glucose symptoms; caller treated customer with 4-5 oz orange juice and 1/4 can of root beer. Low blood glucose symptoms improved approximately 30 minutes later. Requested return of suspect device and replacement was sent.